Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture joint instability. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient underwent a primary left knee revision with no indicated intra-operative complications. On (B)(6) 2020, the patient presented for a left knee evaluation due to adhesions/arthrofibrosis, slight instability, decreased range of motion, and non-progressing physical therapy. On (B)(6) 2020, the physician noted the patient was continuing physical therapy with improving range of motion. On (B)(6) 2020, the patient underwent a left knee closed manipulation under anesthesia due to adhesions/arthrofibrosis and stiffness. The procedure was completed without apparent intra-operative complications. No products were revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for arthrofibrosis: adhesions; event is serious and is considered moderate; event is possibly related to device and is probably related to procedure. Date of implantation: (B)(6) 2020; date of event (onset): (B)(6) 2020; (left knee).